Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account . This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering evaluation of the device, and an evaluation of the returned device. The irrigator was received partially inserted into the cannula. The trocar assembly (without being disassembled) was visually inspected and it was observed that part of the envelope seal was out. For functional evaluation purpose, the irrigator was removed from the cannula (with difficulty); then, the irrigator was inserted into the cannula, and while pulling out the irrigator form the cannula, it was note that the irrigator could not be removed smoothly. The trocar sleeve was disassembled, after functional evaluation, and it was observed that the envelope seal was damaged and the seal clamp was broken. The clamp seal is a material received from a supplier. A review of the device history record indicates this device lot number was released meeting all quality release specifications at damaged the time of manufacture. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: consultant was using a 5mm suction/irrigation device down the port and it became completely stuck in the cannula. Removed rom patient and replaced. Sample is being returned. The difficulty did not result in any tissue damage or patient injury. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the account: the procedure was a lap chole.